Event description:
Intramedullary rod implanted in 1998. Revised in 1999, due to non-union. Upon insertion of 34 cm length nail, ankle joint was violated. Nail was removed and replaced with an appropriate length nail.